Manufacturer narrative:
Product complaint #: (B)(4). The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-01025. Complaint conclusion: as reported by a healthcare professional, during a stent assisted emergent coil embolization of an aneurysm for acute ischemic stroke (ais), a dissociation occurred during thrombus recovery treatment. The physician attempted to implant a 4mmx30mm no tip enterprise2 (enc403000, 11117098) by using a prowler select plus microcatheter (catalog/lot unknown). However, there was a resistance felt between the enterprise 2 and the prowler select plus microcatheter (mc). It was replaced with another same sized enterprise 2 and the same mc was not used to complete the procedure. There was no report of patient injury. A concomitant stent used for thrombus removal was stent (solitaire, medtronic) and no bleeding due to dissociation. The enterprise stent was being used for dissection occurrence during thrombectomy on ais procedure. Adequate and continuous flush was maintained through the catheter. The complaint device was able to remove. There was no difficulty tracking the catheter to the target site or excessive manipulation/torquing required prior to introduction of the devices. No additional information is available. With the information available and without the product available for analysis, the reported customer complaint of ¿delivery wire - resistance/friction with loss of mc cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ could not be confirmed. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a stent assisted emergent coil embolization of an aneurysm for acute ischemic stroke (ais), a dissociation occurred during thrombus recovery treatment. The physician attempted to implant a 4mmx30mm no tip enterprise2 (enc403000, 11117098) by using a prowler select plus microcatheter (catalog/lot unknown). However, there was a resistance felt between the enterprise 2 and the prowler select plus microcatheter (mc). It was replaced with another same sized enterprise 2 and the same mc was not used to complete the procedure. There was no report of patient injury. A concomitant stent used for thrombus removal was stent (solitaire, medtronic) and no bleeding due to dissociation. The enterprise stent was being used for dissection occurrence during thrombectomy on ais procedure. Adequate and continuous flush was maintained through the catheter. The complaint device was able to remove. There was no difficulty tracking the catheter to the target site or excessive manipulation/torquing required prior to introduction of the devices. No additional information is available.